Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and seven months of post deployment, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed an infra-renal retrievable inferior vena cava filter was in place with extraluminal legs. The images were reviewed, and the study showed that there was perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. Also, the organ or structure perforated were aortic wall and the duodenum. Around, one year five months later, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed that there was filter perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. Also, the organ or structure perforated were aortic wall and the duodenum and three legs had perforated the duodenum wall. There was no migration and fracture identified. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and seven months of post deployment, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed an infra-renal retrievable inferior vena cava filter was in place with extraluminal legs. The images were reviewed, and the study showed that there was perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. Also, the organ or structure perforated were aortic wall and the duodenum. Around, one year five months later, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed that there was filter perforation of the inferior vena cava, and the perforation was greater than 3mm outside the vena cava. Also, the organ or structure perforated were aortic wall and the duodenum and three legs had perforated the duodenum wall. There was no migration and fracture identified. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.